Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 3 bd vacutainer® eclipse¿ blood collection needle foreign matter was discovered on needles. The following information was provided by the initial reporter: foreign body in needle surface.

Event description:
It was reported that prior to use with 3 bd vacutainer® eclipse¿ blood collection needle foreign matter was discovered on needles. The following information was provided by the initial reporter: foreign body in needle surface.

Manufacturer narrative:
H6: investigation summary: bd received 1 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for fm unknown with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.